Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufactures and initial distributors of medical devices that may contain heparin or are heparin-coated] and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. In 2008, abbott point of care was contacted by a customer who reported an I-stat cardiac troponin I cartridge yielded a result of 0.04 ng/ml. Repeated, unknown if same sample, on the I-stat cardiac troponin I cartridge yielded a result of 0.04 ng/ml. Unknown, if same sample, sent to the lab yielded a result of 0.12 ng/ml. Bd lithium heparin tubes lot 8009066.